Event description:
The complainant reported a 90-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was documented that the patient developed a hematoma and an access site bleed. Femostop was applied to achieve hemostasis and the patient was provided an unknown quantity of blood products to counteract the bleed. The pump was subsequently removed as a result of the condition. The patient was stable following the events.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.